Manufacturer narrative:
Prior to the repair a visual and functional test of the instrument has been made. This showed that the running characteristics have been out of specification. Due to worn out bearings the handpiece was running slow, and the power consumption was too high. The heat up was reproducible during the test run. To avoid such issues the user instruction requests already that prior to each use the product should be checked for technical integrity. If there are deviations, the product must not be used.

Event description:
The dental office informed that the handpiece got hot during a restoration procedure at tooth #1 and caused a burn on inner cheek. Burn had the size of a quarter and tissue turned white and bubbled. Dentist applied vitamin e oil. No medical care necessary.